Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the patient had a cvc catheter placed at an outside facility. The patient was transferred to the hospital and received CT and x-ray images. The physician examined the images and found a 6cm long material at the catheter's distal end in the patient's body. The physician didn't determine what the material was, so on (B)(6) 2023, tried to remove the material by surgery but it failed because the material adhered to the intima of a vessel. The physician gave up removing the material and decided to keep following-up on the patient. At the time of this report, the foregin material had not been identified and remains in the patient. There is no report of an issue with catheter use and no reported malfunction of the catheter. The patient was not experiencing any signs or symptoms. Due to the patient's age, another attempt at removing the foreign material was not scheduled.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a cvc catheter placed at an outside facility. The patient was transferred to the hospital and received CT and x-ray images. The physician examined the images and found a 6cm long material at the catheter's distal end in the patient's body. The physician didn't determine what the material was, so on (B)(6) 2023, tried to remove the material by surgery but it failed because the material adhered to the intima of a vessel. The physician gave up removing the material and decided to keep following-up on the patient. At the time of this report, the foregin material had not been identified and remains in the patient. There is no report of an issue with catheter use and no reported malfunction of the catheter. The patient was not experiencing any signs or symptoms. Due to the patient's age, another attempt at removing the foreign material was not scheduled.